Event description:
It was reported that the trocar did not have a "protective tip." This was noticed at the facility while the device was still on the shelf in their inventory. The device was never used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss in its original sealed packaging. The package was noticed to possess indentions in the proximity of the device tip. It was confirmed that the sterile barrier had been breached by the device tip. It was confirmed that these devices are shipped from the om with an orange tip protector. Retraining will be conducted to require that devices received with packaging material should be repackaged with that material and additional process changes are being assessed. The reported event is not occurring more frequently or with greater severity than is usual for the device.